Manufacturer narrative:
The reported arthropierce 45 degree right, intended for use in treatment, has not been returned for evaluation. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. From the information provided, the tip broke off. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied during use. Was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during procedure, the tip of the device was broken outside the patient and no delay or patient injuries were reported. The procedure was completed with the competitor device.

Manufacturer narrative:
The reported arthropierce 45 degree right intended for use in treatment, was returned for evaluation. Visual assessment of the device confirmed the reported breakage. The fixed and movable jaw have been broken off the shaft and were not returned for examination. The shaft is bent and dramatically twisted. The condition of the device indicates it was subjected to excessive forces during use. Per the device instructions for use ¿as with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.